Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent a posterior, multilevel lumbar fusion using rhbmp-2/acs, local autograft, and allograft. The patient's post-operative period was marked by complications which included, the need for additional surgery, medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.